Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited an out-of-range shock impedance measurement of 128 ohms. Device data indicates patient received shock therapy and it was noted that shock lead impedance measurements was in the 84-94 ohm range. This rv lead remains in service at this time. No adverse patient effects were reported.